Manufacturer narrative:
A ge rep evaluated the sys and reseated connectors on the backplane. Sys operates as intended. (B)(4).

Event description:
The customer reported an intermittent collimator error. No pt injury was reported.